Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 22 mg/dl; cause was unknown. Customer attempted to resolve bg issue with a glucagon injection. Ultimately, customer was treated with intravenous fluids of saline to address the lowered bg. Customer self discharged against medical advice later the same day with the issue unresolved. Customer alleged an unspecified neurological injury as a result of the low bg. Reportedly, customer continued to use the pump for insulin therapy.